Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that two years, seven months following implant, the patient presented with decreased exercise tolerance. The echocardiogram showed a decrease in the lumen size and increased gradients. A second valve was implanted valve-in-valve with resultant mild pulmonary insufficiency. No other adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.